Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the customer experienced hyperglycemia with a blood glucose level of 485 mg/dl. Customer did not mention any treatment and symptoms related to high blood glucose level. Customer stated that the retainer ring had crack. Customer stated that the reservoir was not able to lock in place when inserted in the insulin pump. The insulin pump will be returned for analysis.